Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions. Product event summary: analysis could not confirm the reported event. No anomalies were found.

Event description:
It was reported that the external pulse generator (epg) paced at a rate of around 90ppm and then decreased its rate although the rate setting was over 100ppm. No patient complications have been reported as a result of this event.